Event description:
A report was received that the patient ipg was non functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients battery was not keeping a charge. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient ipg was non functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.